Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was displaying a 'requires maintenance' message. The field service engineer reseated the usb (universal serial bus) connection on the bio ID scanner and rebooted the station. The user is now able to log in successfully using the biometric scanner. The device was then tested in hta (hardware test application). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio-identifier displayed requires maintenance message. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.